Event description:
Customer reportedly obtained results of 528mg/dl and 105mg/dl on the same device within 5 mins. No action was taken based on device results. No adverse event reported and no treatment received. No valid qcs were used. Requested return of suspect device and replacement was sent.